Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient suffered a fall which left the patient without access to sound. The patient will be re-implanted but a date has not yet been scheduled.